Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation results: device used with incompatible equipment -guideliner too small. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Operational context contributed to event -guideliner too small. No device failure.

Event description:
The physician was attempting to use an integrity rx stent; however, the stent dislodged in the guide liner. Information provided confirms the guide liner been used was too small for the integrity device. No clinical sequelae reported.